Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Requesting to void this report because it is a duplicate of report number 1651189-2022-02805.